Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that main full-height cubie drawer fails to open and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer enhanced due to medication jam. The field service engineer opened the drawer could see pocket c1 was over filled with vile medications, and this might be causing the problem. The issue was resolved by replaced the medication elsewhere to prevent it from happening again. The system functioned as intended after the field service engineer troubleshooted the device.